Event description:
Reporter alleged blood glucose monitoring device was reading higher and went to the hospital. It was reported meter read 300 mg/dl and the hospital meter read 160 mg/dl 5-10 minutes later. Reporter stated no treatment was received and a request was made for the return of the suspect device and replacement product was sent.